Event description:
It was reported that during a da vinci s prostatectomy procedure, the tip of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retrieved and the procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Final analysis found the pulse generator to exhibit back-up mode due to a corrupted bit. The device was at elective replacement indicator (eri) due to normal battery depletion. The product code could not be downloaded. After replacing the battery, the device functioned normally.